Event description:
It was reported that a spectrum pump had a system error 322. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 322. Physical inspection found that the upper and lower latch switch bracket screws were loose allowing the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper and lower door latches. The loose screws will trigger an intermittent open/closed switch connection causing the reported symptom. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.